Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date. Customer's blood glucose was unknown. Customer stated they had stroke recently. Customer stated they were unsure if insulin pump was working. Customer's blood glucose was treated with manual injection. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis. They started. Unomed inf set, frn-unk-rsvr.